Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit that failed the battery runtime test. The battery runtime was 45 minutes, and the minimum specification for battery runtime is 135 minutes. The fse replaced the batteries to address the issue. The fse then completed checkout and checklist, and the equipment passed all functional testing.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
*UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). **suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during scheduled preventive maintenance by getinge representative, the cs100 intra-aortic balloon pump (iabp) unit failed battery runtime test. There was no patient involvement.